Event description:
Patient had fx left hip repaired 4/91;one week post-op returned to or for avulsion of greater trochanter. X-rays at the time indicated a subtrochantric fx of left hip. Has had further collaspe of fx over the last ten months with progressive protrusion of zimmer hip screw. There has been breakage of the wires around dthe greater trochanter. Admitted for removal of the hardware with bone grafting and attempt to repair the greater trochanterinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.